Event description:
It was reported that, "while investigating a field complaint - it was noticed that this item/lot was teal blue in color, while the remaining 8.5 sizes were pink. The entire qty on hand was placed in the qa cage in the d02 warehouse."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.